Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 and was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested on multiple assays on a cobas 6000 c (501) module. Of the data provided for 6 patient samples, discrepant results were identified for 5 patient samples tested for k electrode (k), cl electrode (cl), and na electrode (na). Patient 1 initial k result was 9.35 mmol/l with a data flag. The repeat result was 3.61 mmol/l. Patient 2 initial k result was 7.54 mmol/l with a data flag. The repeat result was 4.39 mmol/l. The initial na result was 165 mmol/l with a data flag. The repeat result was 145 mmol/l. "Patient 4" initial cl result was 123.7 mmol/l with a data flag. The repeat result was 103.9 mmol/l. "Patient 6" initial k result was 8.72 mmol/l with a data flag. The repeat result was 4.59 mmol/l. The initial cl result was 129.4 mmol/l with a data flag. The repeat result was 110.7 mmol/l. "Patient 7" initial k result was 6.93 mmol/l with a data flag. The repeat result was 4.74 mmol/l.

Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided. The field service engineer (fse) found an issue with a valve. The valve was replaced and the issue was resolved. Calibration and qc were acceptable.